Event description:
The customer reported the forceps channel of the subject device had a pinhole. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the adhesive on the light guide (lg) lens was peeled off. This report is being submitted for the malfunction found during evaluation (adhesive peeling from the lg lens). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
In addition to the adhesive of the light guide lens peeling off, service found the bending angle was insufficient and there was play in the angulation knob, due to stretching of the angle wire. The bending section adhesive was chipped. There were stains observed on the operation part and the universal cord due to handling (insufficient cleaning). There were several components of the device that were scratched. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed the reported device problem. A review of the device history record found no deviations that could have caused or contributed to the reported device problem. A definitive root cause for the reported product problem was not established. However, it was probable that the reported issue occurred because of exposure to physical or chemical stresses during reprocessing. Olympus will continue to monitor field performance for this device.